Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor signal. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed and confirmed that customer reported a loss of communication between the sensor and the pump. Sensor serial number was programmed in pump. Pump failed to detect the sensor and was unable to receive sensor signal. No harm requiring medical intervention was reported. Product return was not required for mmt-5120d1.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary; 2. Section d1/d2a/d2b - product material has been changed from unknown ngp to mmt-1884 and updated brand name, product code and common device name; 3. Section d4 - updated model number, catalog number, lot number and primary UDI number. We received the following: one partial opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a) (lockout category= pump applicable). Lost sensor alarm was noted in the traces (device has been disconnected for greater than 30 minutes, then it reconnected). Unit was able to download trace and termination result. In conclusion: the customer complaint communication, and of loss sensor alert was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- the event involved product(s) mmt-5120c1. Product return was not required for mmt-5120c1.